Event description:
It was reported that the catheter balloon was ruptured. It was stated that the user replaced with another device. Per additional information via email from ibc on 27mar2021, it was unknown that if any missing pieces of balloon left inside the patient. No patient injury was reported.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, a burst balloon was observed on the sample. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "a review of the device labelling is adequate to prevent the reported event. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter ruptured. It was stated that the user replaced with another catheter. Per additional information via email from ibc on 27mar2021, it was unknown that if any missing pieces of balloon left inside the patient. No patient injury was reported.